Manufacturer narrative:
The insulin pump passed functional tests. No unexpected excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed no delivery during bolus and fixed prime. Customer's blood glucose was 276 mg/dl. The reservoir was not empty. Customer was advised to run fixed prime, insulin did not exit or device alarmed no delivery. Customer was advised to push insulin through tubing. Customer did not feel safe with the device and insisted another device. Customer stated the device has had daily no delivery alarms in the past 14 days. No further information reported.